Event description:
The customer reported that the system would produce a black video during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The service rep recommended battery replacement and directed the biomed to move the transformer inputs. The system was tested and found to be working as intended and put back in service.